Manufacturer narrative:
Concomitant medical products: 694265 lead, implanted (B)(6) 1999.

Event description:
It was reported that the right atrial (ra) lead alerted for a polarity switch due to measured high impedance. Lots of noise was observed on the atrial channel with arm movements. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.